Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reports to have received a button error alarm, which she was able to clear. Customer reports that there was moisture under display screen. Customer attempted to troubleshoot by taking batteries out and placing insulin pump in front of the air conditioner to dry out. As a result, customer received a battery out limit alarm. Customer was advised that insulin pump would need to be replaced. No further information provided.

Manufacturer narrative:
Insulin pump passed displacement test, operating currents, self-test and off no power test. No battery out limit alarm noted. Insulin pump was received intermittent button response due to corroded keypad traces. No button error alarm. Insulin pump was received with minor scratched display window, cracked case at display window corner and cracked reservoir tube lip.